Event description:
Ato f, ohshima t, miyachi s, matsuo n, kawaguchi r, takayasu m. Efficacy and safety of a modified pigtail-shaped microguidewire during endovascular thrombectomy. Asian journal of neurosurgery. 2019;14(3):1040-1043. Doi:10.4103/ajns.ajns_28_19. Medtronic literature review found a report of patient complications in association with the marksman microcatheter. The purpose of this article was to present the case of a patient that was admitted to the emergency department with right-sided hemiplegia and aphasia. At admission, the national institute of health stroke scale score was 13. The 12-lead electrocardiogram revealed atrial fibrillation. Emergency diffusion-weighted imaging demonstrated a high-intensity area in the left insular gyrus. Magnetic resonance angiography showed left middle cerebral artery occlusion. A 9-f optimo balloon guide catheter was advanced into the left internal carotid artery through the right common femoral artery. Because left carotid angiogram revealed partial occlusion of the middle cerebral artery with a shadow of the clot, it was diagnosed as an embolism rather than a chronic stenosis. Recanalization was attempted through the stent-retrieving into an aspiration catheter with proximal balloon method. A penumbra ace 68 aspiration catheter, marksman microcatheter, and a chikai 14 microguidewire were coaxially navigated. The wire tip was shaped using the attached shaping mandrel as the modified pigtail shape. After a revive se thrombectomy device was deployed and retrieved, the clot shadow totally disappeared. However, a bulge, which did not distinguish the origin of the artery or an unruptured aneurysm, was found. A lateral view of the left carotid angiogram revealed a nonvasculized area. Therefore, the penumbra ace 68, marksman microcatheter, and chikai 14 guidewire were advanced again. The round tip of the guidewire was navigated carefully into the bulge. It was believed that if there was an occlusion due to clot formation, the round tip of the wire could be advanced while maintaining the shape. The wire tip was pushed into the bulge, and the patient showed unusual body movement. The road-mapping image suddenly deviated because of the patient¿s movement. It was judged that the patient felt pain due to stimulating the aneurysm by the wire, and it was decided to withdraw from the procedure. Subsequent three-dimensional angiography demonstra ted that the bulge was a small aneurysm and a recanalized branch appeared just beside it. Finally, complete spontaneous recanalization was achieved. Postprocedural brain CT revealed neither intracranial hemorrhage nor extravasation of contrast media. The hemiplegia and aphasia resolved just after the procedure. The patient discharged from the hospital without motor weakness on postoperative day 10. The article does not state any technical issues during use of the marksman catheter. The following intra- or post-procedural outcomes were noted: -bulge (small aneurysm). Lateral view of the left carotid angiogram revealed a nonvasculized area -patient felt pain due to stimulating the aneurysm by the wire.

Manufacturer narrative:
Ato f, ohshima t, miyachi s, matsuo n, kawaguchi r, takayasu m. Efficacy and safety of a modified pigtail-shaped microguidewire during endovascular thrombectomy. Asian journal of neurosurgery. 2019;14(3):1040-1043. Doi:10.4103/ajns.ajns_28_19. Event date: please note that this date is based off of the date of online publication of the article as the event dates were not provided in the published literature. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.